Event description:
Health professional reported three days after pt injection with one syringe of juvederm ultra plus xc in the nasolabial folds and marionette lines the pt reported swelling, redness, and itching all over the face, difficulty breathing, and a rash "that started traveling down" the neck. The pt was seen by another healthcare professional, an internist, who prescribed the pt a medrol dosepak, zyrtec, and an epipen. The breathing problems resolved. Six days after injection, the pt was assessed by the injecting healthcare professional's colleague, a physician at the same practice, who observed the pt's skin to be pink and noted pt's report of a continued burning sensation.

Manufacturer narrative:
Further info from the reporter regarding event, product, or pt details has been requested. No add'l info is available at this time. The event of swelling, redness, burning, and itching all over the face, difficulty breathing, and a rash are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event. Postmarket surveillance: the following adverse events were received from postmarket surveillance for juvederm ultra plus (without lidocaine), which were not observed in the clinical trials; this includes reports received globally from all sources including scientific journals and voluntary reports. Adverse events with a frequency of 5 or more events are listed in order of prevalence: inflammation at the injection site, allergic reaction, blister, infection at the injection site, skin rash, bleeding at the injection-site, necrosis at the injection site, abscess at the injection site, and headache. Inflammation at the injection site, mostly a nonserious event, has been reported in association with edema, erythema, ecchymosis, pruritus, induration, pain, nodule, abscess, and infection. Time of onset ranged from 1 day to 4 months post juvederm ultra plus injection, and outcome ranged from resolved to ongoing at last contact. Interventions prescribed by the physicians included topical steroidal cream, oral steroids, and antibiotics. Serious adverse events have infrequently been reported for juvederm ultra plus (reported with a frequency of 5 or more). The most commonly reported serious adverse events were edema, erythema, ecchymosis, and pain. The onset of edema, erythema, and pain generally varied from immediate to 2 months post-injection. The treatment prescribed included nsaids, antihistamines, antibiotics, steroids, and hyaluronidase. In most cases, the reported events resolved within a few days to 5 weeks. Additionally there have been reports of nodules, infection, and inflammation. The onset of inflammation generally varied from the day of treatment to 1 day post-injection. The treatment prescribed included antibiotics, steroids, and needle aspiration. Resolution of symptoms has been reported within 4 days.